Manufacturer narrative:
The pt's age is reported to be "over 40." The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, when the physician was inserting the second mesh leg through the sacrospinous ligament, the dilator broke; "half outside the pt and half inside the pt." The physician pulled the entire uphold device out of the pt and completed the procedure with another uphold vaginal support system with no complications to the pt, who is reportedly "fine" post-procedure.